Event description:
According to the reporter: the customer reports that during the removal of the devices used for the surgery they noticed a small blue piece inside the patient&#39;s cavity. After inspecting the trocar they noticed that the valve was split and the small piece seemed to come from it. No consequences for the patient. No extended time of intervention over 30min. No blood loss. No tissue loss. No information regarding the patient.

Manufacturer narrative:
(B)(4)